Manufacturer narrative:
As reported, the 5f mynx control vascular closure device (vcd) came out of the package looking partially deployed. There were no reported patient injuries. The device was stored in the cath lab on storage shelves for several weeks. The device was stored and handled per the instructions for use (IFU). The device was not prepped as the sealant looked deployed. There was no reported difficulty removing the product from the packaging. There were no other damages noticed prior to use. The sealant sleeve looked partially out of position. A small cut was noticed on the side of the sealant sleeve. Another mynx control was opened and successfully used to complete the procedure. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant outer sleeve assembly was observed to have been kink/damaged. The procedure sheath and syringe were not returned with the device. Visual inspection at high magnification found that the sealant outer sleeve at the distal end of the catheter was slightly split opened and damaged. This condition may have increased profile and may contributed to the difficulty during insertion. A product history record (phr) review of lot f1911303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿mynx control system deployment difficulty-premature during prep¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, handling factors of the device may have contributed to the bent/damaged sealant outer sleeve assembly and subsequent premature exposure of the sealant. However, the condition of the device suggests the outer sleeves were damaged during prep and not ¿during removal of the product from the package.¿ additionally, it should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlap outer sleeves. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1911303 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx control vascular closure device (vcd) 5f came out of the package looking partially deployed. There were no reported patient injuries. The device was stored in the cath lab on storage shelves for several weeks. The device was stored and handled per the instructions for use (IFU). The device was not prepped as the sealant looked deployed. There was no reported difficulty removing the product from the packaging. There were no other damages noticed prior to use. The sealant sleeve looked partially out of position. A small cut was noticed on the side of the sealant sleeve. Another mynx control was opened and successfully used to complete the procedure. The device will be returned for evaluation.